Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer also noted a crack. The customer¿s blood glucose level was 3.2 mmol/l. The customer did experience sweating as symptom of low blood glucose value. The customer treated low blood glucose with food. Auto mode feature was activated at the time of low blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed and the customer alleged possible pump over delivery. No further patient complications were reported. The insulin pump will not be returned for analysis.